Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ general use sterile hypodermic needle had "mold on shaft of needle." No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a bd¿ general use sterile hypodermic needle had "mold on shaft of needle." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: 4 photos were received for evaluation. The attached photos were reviewed. The foreign matter in question appears to a lube gel from the needle assembly operation. Lube gels can become dislodged during cleaning. No corrective actions will be taken at this time as the defect rate is within bds acceptable limit. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Cleaning was performed per procedure six times during the production of this batch. Investigation conclusion: the foreign matter in question appears to a lube gel from the needle assembly operation. Lube gels can become dislodged during cleaning.

Event description:
It was reported that a bd¿ general use sterile hypodermic needle had "mold on shaft of needle". No report of serious injury or medical intervention.